Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (adjust/check belt messages) has been confirmed. Upon inspection, the belt was found to have damaged cable. The cable running from ECG b to the distribution node (dn) was found to have an electrical short between the shielding and wires. The internal short caused the check belt messages. The root cause of the shorted line cannot be positively identified. Once the cable was replaced, the belt was fully functional. No adverse event resulted from the internal short. The pt received a replacement electrode belt.

Event description:
A territory manager (tm) contacted zoll customer support to report that a (B)(6) male pt is receiving constant check/adjust belt messages. The pt was fit to the device the day prior. The tm attempted to troubleshoot the problem to no avail. The pt was issued a replacement electrode belt.